Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was the caller was attempting to interrogate a brand new ins that was in the box. When attempting to interrogate the tablet displayed validation error system detected invalid device with code 00 01 00 bb. During the call the caller attempted to connect to the ins the tablet displayed a no device found message during two attempts. The caller attempted to connect to the ins a third time. The tablet displayed the validation error message with the same code, the caller bypassed the message, the caller pressed the start usage button, and the tablet connected to the ins. The caller programmed information and then ended the session. The caller confirmed that they were able to connect to the ins successfully without getting an error message. The troubleshooting steps that were taken on the call resolved the issue.